Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a pump stop alarm with a significant drop in pump speed. The controller was changed out for an epc controller. An echocardiogram showed a compressed mitral valve and very small right and left ventricle cavity sizes. The left ventricle appeared contractile; however due to the small size, the ejection fraction could not be due to the small size, the ejection fraction could not be quantified. The aortic valve appeared to be focally calcified. The aortic valve appeared to be focally calcified, trileaflet and with continuous central aortic regurgitation. The aortic valve was not opening which is consistent with lvad therapy. A small pericardial effusion and bilateral pleural effusions were noted. The controller log file confirmed the abnormal speed drops and pump stoppages. No further issues have been reported post controller exchange.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation: the reported event of pump stops was confirmed via the log file analysis. The log file captured two pump stop events on (B)(6) 2014. At 4:44:34 the pump stopped for approximately four seconds. At 4:44:38, the speed was captured at 1780 rpm and then the pump stopped again for approximately three seconds. During this seven second time frame, the power ranged from 8.9 to 10.9 watts. Throughout the log file, intermittent power elevations were captured and the power ranged from 5.2 to 11.7 watts. After these events, the system controller remained at the fixed speed until the driveline was disconnected and the system controller was powered down. Similar incidents have been identified and a corrective action has been initiated to address these events when a high power event results in the pump speed dropping below 2000 rpm, triggering a pump stop to occur. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.